Manufacturer narrative:
The product was not returned for analysis. The reporter stated the intraocular lens (iol) was "explanted iol with reason company lens intolerance. Clinical reason for explant: miosis / narrow angles. Replaced with monofocal." The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. The reporter stated the iol was explanted with reason company lens intolerance . Based on this information, the device did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation procedure, the patient was intolerant to the lens. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant were miosis and narrow angles. Additional information was requested and received. The patient additionally experienced blurry vision at both distance and near with the initial implant. Expressing discontent with the visual acuity provided by the initial implant, the patient reported that nothing was clear to him. According to the surgeon's opinion, the iol did not contribute to the patient's experiences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).